Event description:
This is a spontaneous case report received from a consumer in the united states on 11-oct-2011. Additional information was received from physician on 20-oct-2011. The report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced bleeding is constant and goes from spotting to that of a period, burning or stabbing pain since the procedure (sometimes both) mainly on right side, skin reaction of dry scaly spots since the procedure, and she was refusing to have hsg (hysterosalpingogram) test done due to pain and was not using any birth control at present. Patient's medical history/ drug history include narcotics abuse. The patient had received a depo shot in (B)(6) 2011. On (B)(6) 2011, the patient started essure (fallopian tube occlusion insert). Patient reported since the procedure she has had burning or stabbing pain constantly (sometimes both) mainly on r (right) side. Bleeding is constant and goes from spotting to that of a period. She was refusing the hsg as she does not want to be put in more pain than what she already in. She states that she was not using any birth control at present. She had skin reaction of dry scaly spots since procedure. Physician reported on phone after being contacted that she had not patient's file in front of her, but she said the patient was a narcotics abuser and she did not believe they have seen her since the procedure. They send registered letters to request hsg test follow up. Patient had called in the past (date unspecified) regarding the symptoms but did not make an appointment to come in for consultation. No assessment of device-event relationship was provided. Addendum: this case was converted from the conceptus database into argus on 09-jan-2014. The medical content of the case was not changed follow up 13-oct-2016 and on 24-oct-2016: legal claim was received from lawyer on behalf of plaintiff on 13-oct-2016. Duplicate cases of this case were identified and marked for deletion on 24-oct-2016, (B)(4). All information was transferred from duplicate cases to this remaining case. FDA case number mw5033685 of the case (B)(4). Essure was inserted for birth control. Patient reported she had severe pain daily and abdominal bleeding for almost three years (start date of event(s) reported as (B)(6) 2011 with outcome not recovered). Her pain was in right side pelvic areas that has spread to right hip and lower back. On FDA form it was reported, report type was injury, outcome of events was disability or permanent damage. The duplicate case (B)(4) has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# (B)(4); awareness date: 06-aug-2015. Patient stated that she has had essure for 4 years and since the day of the procedure she had chronic right side pelvic pain. She went to doctors and essure was in a muscle not even in her tube. She vomited and suffered from weight loss. She walked bent over and hold her stomach. Follow up information of the case (B)(4) has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 ((B)(4)). Patient was (B)(6). The day of the procedure was the onset of right side pelvic pain. She bled heavy for 1 year. She has been to countless doctors for pelvic pain, pelvic exams and sex was what she avoided due to increased pain. She was a very angry person due to the pain. She lost a lot of weight and her teeth and skin were damaged. She said that essure hurts, not helps. She was schedule to have a salpingectomy with the removal of essure devices and hysteroscopy in (B)(6). Follow up information received from patient via regulatory authority (#mw5044243) also regarding the case (B)(4). Patient stated she had constant right side pelvic pain as essure was in her muscle. She had abnormal bleeding, weakness and abnormal vaginal discharge. Her blood pressure was elevated a lot due to pain, and she also had a permanent rash on her body. Treatment drug included hydrocodone and ibuprofen. Despite of follow-up attempts, no response was received to date. Legal claim from 13-otc-2016 stated that within a few months after having the essure device implanted, plaintiff began experiencing symptoms, which included: prolonged, abnormal menses, severe lower abdominal pain, skin rashes, tooth decay, fatigue, nausea and weight fluctuation. In (B)(6) 2015, she was informed that one of her coils had migrated and fractured. On or about (B)(6) 2015, she underwent a laparoscopic bilateral salpingectomy during which both of her fallopian tubes were removed. The procedure was painful and invasive. Since her removal surgery, her symptoms have mostly resolved, yet some remain. Follow-up information received on 03-nov-2016: quality-safety evaluation of ptc. The bayer reference number for the ptc report is: (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove tile catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced abnormal heavy and constant (genital) bleeding for one year. She was informed that one of her coils had migrated (essure was in a muscle not even in her tube) and fractured four years after placement. Then, she underwent a laparoscopic bilateral salpingectomy during which both of her fallopian tubes were removed. These events are anticipated according to the reference safety information for essure. Considering genital bleeding may occur during essure use and the implied temporal relationship, causality with essure use cannot be excluded. Although in this case, the exact date and circumstances of dislocation and breakage were not informed, considering their nature per se, they are assessed as related to essure use. Since a surgical intervention was required, this case is regarded as incident. The technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure was in a muscle not even in her tube / one of her coils had migrated/migration of essure,"), device breakage ("one of her coils had fractured/device breakage,device in right fallopian tube was broken"), genital haemorrhage ("bleeding is constant and goes from spotting to that of a period / bled heavy for 1 year / abnormal bleeding/abnormal bleeding (general),") and intra-abdominal haemorrhage ("severe pain daily with abdominal bleeding for almost 3 years") in a 28-year-old female patient who had essure (batch no. 774400) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes and cesarean section. Previously administered products included for birth control: depo provera from (B)(6) 2011 to (B)(6) 2011. Concurrent conditions included narcotic abuse, birth control since 2006, depression, muscle spasms and inflammation. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), exfoliative rash ("skin reaction of dry scaley spots since the procedure / skin damage"), back pain ("severe pain daily, pain is in right side pelvic areas that has spread to right hip and lower back"), arthralgia ("severe pain daily, pain is in right side pelvic areas that has spread to right hip and lower back"), weight decreased ("suffer from weight loss/weight loss"), dyspareunia ("sex is what I avoided due to increased pain/dyspareunia (painful sexual intercourse)"), the first episode of fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of fatigue ("fatigue"), weight increased ("weight gain") and headache ("/ headaches"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced procedural pain ("procedure was painful"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced treatment noncompliance ("refusing to have hsg test done - not using any birth control at present"), vomiting ("vomit"), tooth disorder ("teeth damaged"), asthenia ("weakness"), vaginal discharge ("abnormal vaginal discharge"), blood pressure increased ("blood pressure is elevated a lot due to pain"), rash generalised ("permanent rash on my body"), menorrhagia ("prolonged, abnormal menses"), rash ("skin rashes"), dental caries ("tooth decay"), weight fluctuation ("weight fluctuation"), menstrual disorder ("abnormal menses") and complication of device insertion ("complication occurred at the time of essure placement procedure"). The patient was treated with hydrocodone, ibuprofen, surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, genital haemorrhage, exfoliative rash, treatment noncompliance, back pain, arthralgia, vomiting, weight decreased, dyspareunia, tooth disorder, asthenia, vaginal discharge, blood pressure increased, rash generalised, menorrhagia, rash, dental caries, nausea, weight fluctuation, procedural pain, migraine, allergy to metals, dysmenorrhoea, the last episode of fatigue, weight increased, menstrual disorder and headache outcome was unknown. The reporter considered allergy to metals, arthralgia, asthenia, back pain, blood pressure increased, complication of device insertion, dental caries, device breakage, device dislocation, dysmenorrhoea, dyspareunia, exfoliative rash, genital haemorrhage, headache, intra-abdominal haemorrhage, menorrhagia, menstrual disorder, migraine, nausea, procedural pain, rash, rash generalised, tooth disorder, treatment noncompliance, vaginal discharge, vomiting, weight decreased, weight fluctuation, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion current weight 130.00 lbs approximate weight at the time of essure placement 134.00 lbs. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records received, new reporter, patient relevant history, lab data essure indication permanent birth control by bilateral occlusion of the fallopian tubes and lot number 787226, treatment drug, new events nickel allergy, migraines / headaches, dysmenorrhea (cramping), fatigue and abnormal menses were added. The events abnormal bleeding (general), migration of essure, dyspareunia (painful sexual intercourse), pain and device in right fallopian tube was broken clubbed with previous event. Essure legal manufacture has changed from bayer healthcare, llc, militias to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5033685) on 11-oct-2011. The most recent information was received on 11-jul-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("one of her coils had fractured/device breakage,device in right fallopian tube was broken"), device dislocation ("essure was in a muscle not even in her tube / one of her coils had migrated/migration of essure device"), genital haemorrhage ("bleeding is constant and goes from spotting to that of a period / bled heavy for 1 year / abnormal bleeding/abnormal bleeding (general),") and intra-abdominal haemorrhage ("severe pain daily with abdominal bleeding for almost 3 years") in a 28-year-old female patient who had essure (batch no. 774400) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "refusing to have hsg test done - not using any birth control at present". The patient's past medical history included gestational diabetes and cesarean section. Previously administered products included for birth control: depo provera from (B)(6) 2011. Concurrent conditions included narcotic abuse, female condom since 2006, depression, muscle spasms and inflammation. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), exfoliative rash ("skin reaction of dry scaley spots since the procedure / skin damage"), the first episode of pain ("severe pain daily, pain is in right side pelvic areas that has spread to right hip and lower back/back pain"), the second episode of pain ("severe pain daily, pain is in right side pelvic areas that has spread to right hip and lower back/hip pain"), weight decreased ("suffer from weight loss/weight loss"), dyspareunia ("sex is what I avoided due to increased pain/dyspareunia (painfulsexual intercourse)"), menorrhagia ("prolonged, abnormal menses"), the first episode of fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of fatigue ("fatigue"), weight increased ("weight gain"), menstrual disorder ("abnormal menses") and headache ("/ headaches"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced procedural pain ("procedure was painful"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced vomiting ("vomit"), tooth disorder ("teeth damaged"), asthenia ("weakness"), vaginal discharge ("abnormal vaginal discharge"), blood pressure increased ("blood pressure is elevated a lot due to pain"), rash generalised ("permanent rash on my body"), rash ("skin rashes"), dental caries ("tooth decay"), weight fluctuation ("weight fluctuation") and complication of device insertion ("complication occurred at the time of essure placement procedure/had an issue placing the right essure device."). The patient was treated with hydrocodone, ibuprofen, surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, genital haemorrhage, exfoliative rash, the last episode of pain, vomiting, weight decreased, dyspareunia, tooth disorder, asthenia, vaginal discharge, blood pressure increased, rash generalised, menorrhagia, rash, dental caries, nausea, weight fluctuation, procedural pain, allergy to metals, dysmenorrhoea, the last episode of fatigue, weight increased, menstrual disorder and headache outcome was unknown and the migraine was resolving. The reporter considered allergy to metals, asthenia, blood pressure increased, complication of device insertion, dental caries, device breakage, device dislocation, dysmenorrhoea, dyspareunia, exfoliative rash, genital haemorrhage, headache, intra-abdominal haemorrhage, menorrhagia, menstrual disorder, migraine, nausea, procedural pain, rash, rash generalised, tooth disorder, vaginal discharge, vomiting, weight decreased, weight fluctuation, weight increased, the first episode of fatigue, the first episode of pain, the second episode of fatigue and the second episode of pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion . Current weight 130.00 lbs. Approximate weight at the time of essure placement 134.00 lbs. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-jul-2018: quality safety evaluation of ptc. On 29-jun-2018: pfs received. Outcome of event migraines was updated from unknown to recovering/resolving. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.